Event description:
It was reported that the device functions only intermittently and the patient hears a motor boat noise. Pressure increased on the coil sometimes results in function. There is some redness and edema over the implant site due to increased pressure. Testing showed that the device has malfunctioned. The clinicians and patient have been made aware of the recommendation not to continue use of the speech processor. The patient is to be explanted and re-implanted in 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.